Event description:
Stent dislodgement. The report received indicated that during a coronary procedure, the physician was using a 2.75 x 33mm cypher select, the target lesion had been successfully pre-dilated; however, while advancing the cypher, the physician felt resistance with the vessel and decided to retrieve the stent and re-advanced. However, the stent dislodged inside the pt, the physician used a 1.5mm profile balloon to try to cross the stent, but the stent still did not reach the lesion and was deployed. The stent was deployed approx. 10-15mm from the lesion. The target lesion was treated using a competitor's stent. Further info indicated that the target vessel was the left circumflex (lcx), the lesion was calcified, tortuous and presented 90% stenosis. During the procedure, there was no excessive force; however, it was indicated that the physician encountered resistance between the stent and lesion and since the lesion was highly calcified and tortuous it could have contributed to the dislodgement. Prior to use, the device was inspected and prepped as per the instructions for use. There were no anomalies identified.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.